Event description:
Customer reported image quality issues. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the camera for optimum clarity. System operates as intended.